Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was on their way to the emergency room due to high blood glucose due to not having a sensor. The customer¿s blood glucose level was 346 mg/dl at time of incident. Customer stated that their sensor failed in the middle of the night. The customer assisted with troubleshooting. The device will not be returned for analysis.